Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer was hospitalized; cause of admission was not provided. A blood glucose level was not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information. The customer continued to use the pump for insulin therapy.